Event description:
This event is deemed reportable based on the allegations in a potential lawsuit which, while unsubstantiated, suggest that a reportable event may have occurred during use of atrium medical mesh products. It was alleged that a mesh was explanted because of abdominal pain, recurrent incisional hernia and adhesions. Since this is a potential legal matter, the case has been turned over to legal counsel and further info obtained through investigation or discovery may fall under the attorney /client and/or work product privilege. However, atrium will supplemental this report as appropriate if additional info comes to its attention.

Manufacturer narrative:
A thorough investigation was not able to be performed as no product code, lot number, or sample was provided. A review of complaints were performed and there have not been any similar reports related to a device malfunction. A review of the medical records received revealed that this pt has had a history of several abdominal surgeries including gastric bypass, cholecystectomy and recurrent incarcerated incisional hernias prior to the implant of the mesh product. Operative findings at the time of implant of the mesh revealed significant adhesions including the small bowel and incarcerated omental fat within the hernia.